Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited noise leading to auto mode switch episodes. The noise was noted when the patient was laying on his side. All other parameters were within normal range. No intervention was performed and the patient will continue to be monitored.